Event description:
The account alleged the bed has no functions from the footboard. No patient impact.

Manufacturer narrative:
The account found the power control board has what appears to be fluid that had gotten under the cover. The account replaced the power control board to resolve the issue.